Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 1997: (B)(6) care system. (B)(6), do. History and physical. Enlargement of hernia with tenderness. Been having problems with pain with midline hernia. Recently underwent barium enema which showed diverticulosis, otherwise, unremarkable examination. Social history: positive for tobacco, one pack per day. Abdomen: soft, positive bowel sounds with midline slightly displaced to right ventral hernia some lateral tenderness. Diagnosis/plan: large ventral hernia. Repair of large ventral hernia with probable use of mesh. On (B)(6) 1997: [missing records: a surgical report for ¿repair of large ventral hernia¿ was not provided.] On (B)(6) 1997: [facility ni]. (B)(6), do. Letter. Six-month surgical follow-up. Weight 250 lbs. Abdomen soft. Incision well-healed; however, may be midline hernia recurrence. Went back to work almost immediately after surgery. I think this repair may have broken down. Recommend return to office in six months for reevaluation. On (B)(6) 1998: [facility ni]. (B)(6), md. Office notes. Abdomen soft, positive bowel sounds. Incision okay. Hernia [illegible]. Assessment/plan: [illegible] with patient stopping smoking. [Illegible]. On (B)(6) 1999: (B)(6) care system. (B)(6), do. History and physical. Previous repair of large ventral hernia in 1997. Following this returned to work early. Developed recurrent hernia. Since that time has been treating conservatively. It has gotten markedly large. Patient¿s weight has also markedly increase in mean time. Has been having tenderness in incisional hernia site and wishes to proceed with surgical intervention. Social history: positive for tobacco. Has abdominal discomfort. Abdomen: soft with excessively large ventral hernia which has gotten markedly larger since last visit. Diagnosis/plan: recurrent ventral incisional hernia, probably incarcerated. Discomfort toward right lower quadrant. Believe this is an extension of ventral hernia. However discussed possibility of being another hernia. Repair recurrent ventral incisional hernia with mesh. On (B)(6) 1999: [missing records: a surgical report for ¿repair of large recurrent incisional hernia¿ was not provided.] Product identification records for alleged gore device were not provided. On (B)(6) 1999: (B)(6) care system. (B)(6), do. Discharge summary. (B)(6) 1999 brought into hospital and taken to or for repair of large recurrent incisional hernia. Following morning doing well; ambulated. (B)(6) 1999 activity was further increased. Jackson-pratt was discontinued. (B)(6) 1999 given dulcolax suppository. (B)(6) 1999 nasogastric tube discontinued. IV¿s were decreased. Had some problems with nausea. Nasogastric tube placed back to suction. (B)(6) 1999 doing better. Nasogastric tube discontinued. Started on clear liquids. (B)(6) 1999 medications changed to by mouth medications. (B)(6) 1999 tolerating diet. No complaints. Abdomen soft. Discharged home with instructions for follow-up, medications, activity, and to call for any further problems. On (B)(6) 1999: (B)(6) health care system. (B)(6), do. Discharge instructions. Diet as tolerated. Wear binder. No lifting. No lifting more than 10 lbs., may shower, no tub baths. May climb stairs. Wear stockings, use incentive spirometry. On (B)(6) 1999: [facility ni, not indicated]. (B)(6), do. Letter. Status-post repair incarcerated ventral hernia. Has mild food intolerances. Otherwise, abdomen healing nicely. Incision without evidence of erythema or recurrence. On (B)(6) 1999: [facility ni]. (B)(6), md. Office notes. Patient called secondary to abdominal pain. Right lower pain of incision. No nausea/vomiting/diarrhea/constipation. Abdomen soft, positive bowel sounds. Assessment/plan: toradol every 6 hours. Tylenol #3. [Remainder of note illegible]. On (B)(6) 1999: [facility ni]. (B)(6), do. Letter. Status-post recurrent incisional hernia repair. Abdomen soft, with bowel sounds. Incision healing well. On (B)(6) 1999: [facility ni]. (B)(6), md. Letter. Incision well healed. On (B)(6) 2002: [facility ni]. (B)(6), md. Radiology-abdomen ap and erect. Reason: abdominal pain. Demonstrates bowel gas pattern to be unremarkable for obstruction or ileus. Small scattered air-fluid levels throughout central small bowel loops. I see no masses or organomegaly. Psoas margins remain well-preserved. Impression: unremarkable 2 views of abdomen. On (B)(6) 2002: [facility ni]. (B)(6), md. Radiology-ultrasound abdomen limited. Reason: abdominal pain. Impression: findings compatible with acalculous cholecystitis. No biliary ductal dilatation. Fatty infiltration of liver. On (B)(6) 2002: [facility ni]. (B)(6), md. Office notes. On [illegible]/glucophage. Feeling better. No nausea/vomiting/diarrhea/constipation. Abdomen soft, positive bowel sounds. Positive cholecystitis. On (B)(6) 2002: (B)(6) care system. (B)(6), md. Radiology-ap erect, supine and decubitus views of abdomen. Reason: abdominal pain. Findings: multiple air-fluid levels in small bones [sic]. Obstruction cannot be excluded. Follow-up suggested. No free air in abdomen. Impression: multiple free-air fluid levels, obstruction cannot be ruled out. On (B)(6) 2002: [missing records: records for CT scan showing ¿incarcerated ventral hernia¿ were not provided.] On (B)(6) 2002: (B)(6) care system. (B)(6), do. Consultation. Reason for admission: incarcerated hernia and history of chronic acalculous cholecystitis. Admitted to hospital few months ago where had right upper quadrant pain. Ultrasound showed thickened gallbladder. Planned to come to office middle of month. Presented to emergency room with increasing abdominal pain. CT shows incarcerated ventral hernia with small bowel with thickened loops of bowel. Nasogastric tube placed. Still having abdominal pain. No known drug allergies. Pre-surgical history: ventral hernia x 2, tubal ligation. Social history: negative for tobacco. Medical history: polycystic ovarian disease. Abdomen: complains of nausea, vomiting and abdominal pain. Exam: abdomen soft and tender in inferior aspect of previous ventral hernia incision, tender in right upper quadrant. Discussions regarding diagnosis of incarcerated small bowel hernia. Seems to be below area of previous hernia repair on CT scan. Rest of mesh is in place. Approximately 1 to 2 cm below this, there is loop of small bowel protruding into subcutaneous tissue of abdominal wall. No other abnormalities noted. Discussed attempt laparoscopic repair versus open repair. Discussed risks of surgery including bleeding, infection, ductal injury. Discussed risks including recurrent hernia, use of mesh and its risks including infection. Understand and wish to proceed. On (B)(6) 2002: (B)(6) care system. (B)(6), do. Operative report. Pre-op diagnosis: incarcerated incisional hernia. Acalculous cholecystitis. Post-op diagnosis: incarcerated incisional hernia. Marked adhesions with entrapped small bowel. Calculous cholecystitis. Procedure: laparoscopic cholecystectomy. Open ventral hernia with lysis of adhesions and release of entrapped bowel as separate procedure. Surgical assistant: s. Depasquale, md. Anesthesia: general endotracheal. Drains: none. Complications: none. Blood loss: 150 cc. Condition on return to the recovery room: stable. Specimens: gallbladder. Technique: ¿the patient was taken into the operating room where she was placed on the operating table in the supine position. She was placed under general endotracheal anesthesia. Foley catheter was placed by the nursing staff. The patient¿s abdomen was sterilely prepped and draped. Following this, area approximately 3 cm below was isolated, was anesthetized with approximately 8 cc of 0.5% marcaine. Small incision was carried out in this area. Using opti view trocar access was gained to her abdominal cavity without difficulty. Her abdomen was insufflated to 11 mm of mercury with co2. There were marked adhesions just below the camera entrance site, approximately 3 or 4 cm below this. I was able to visualize the liver and the gallbladder. In this area I was able to place three additional trocars under direct visualization. I was then able to grasp the gallbladder, take down adhesions to the body of the gallbladder, taken down adhesions to the body of the gallbladder, grab the neck of the gallbladder, dissect out the area of the neck of the gallbladder, identify the cystic duct and cystic artery clearly along with the cystic duct common duct junction. The cystic duct was small, it was milked back, it was then clipped times 4 and transected between the third and fourth clip. The cystic artery was clipped and transected. The small lateral vein was clipped and transected. The gallbladder was raised from the fossa with harmonic scalpel dissection, it was immediately placed in an endo pouch and removed through the subxiphoid port area. The port was again replaced. The fossa was irrigated with copious amounts of normal saline and effluent was suctioned off. The fossa was again irrigated and the effluent was suctioned off and there was no evidence of bleeding. At this point in time the area was inspected and there was no evidence of bleeding. Trocars were removed under direct visualization. There was no bleeding. At this point in time attention was placed through the right lower quadrant incisional hernia. Incision was carried out in the midline over this area. Subcutaneous tissue was dissected down to the hernia. Hernia was identified, separated from surrounding tissue. Peritoneum was identified and opened. Hernia sac was separated from surrounding tissue and portion of this was handed off as specimen. This contained incarcerated small bowel and omentum. Careful lysis of adhesions released the bowel. Upon doing this in this local area there was noted to be marked adhesions of bowel which was clamping it, down in an abnormal position thereby causing obstruction. Meticulous dissection ensued, releasing the peritoneal contents from the under surface of the previously placed gore-tex mesh. The incision needed to be opened superiorly in order to release all the small bowel. Finally, once the small bowel was released, it was traced from the ligament to treitz to the ileocecal junction, lysing bowel to bowel loop adhesions. Once all of these were taken down, the area was inspected and there was no evidence of bleeding. Small bowel was placed back in its respective position. Omentum was placed back in its respective position. A piece of seprafilm was placed. Following this the fascia in inferior aspect of the wound was clean and the fascia was closed in interrupted fashion with #1 nurulon to the portion of the previously placed gore-tex. This was sutured to the fascia and the gore-tex was closed upon itself in an overlapping fashion with #1 nurulon in figure of eight fashion. This was carried out to the upper length of the gore-tex. Following this, area was inspected and there was no evidence of bleeding. The wound was irrigated with copious amounts of antibiotic impregnated saline and subcutaneous tissue was closed with 2-0 vicryl and the skin was closed with staples. Sterile dressing was applied. Abdominal binder was applied. Patient was awakened, extubated and taken to the recovery room in stable condition. Pending will be pathology report on gallbladder and hernia sac.¿ on (B)(6) 2002: (B)(6) services. (B)(6), md. Pathology report. Accession number: (B)(4). Specimen: a: gallbladder. B: incision hernia sac. C: incisional adhesion. Clinical diagnosis and history: (none given). Pre-operative diagnosis: incar. [Incarcerated] incis. [Incisional] hernia; cholecystitis. Gross description: the specimen is submitted in three containers. Part ¿a¿ is labeled ¿gallbladder¿. It consists of a previously opened gallbladder sac which measures 8 cm. In length and 2.2 cm. In diameter. Attached is a segment of cystic duct measuring 0.3 cm. In length and [illegible] cm. In diameter. The external surface of the gallbladder is reddish-gray to tan in color. The mucosal surface of the gallbladder is greenish-tan in color and there is attached thick mucoid bile which is pale-yellowish-green in color. The gallbladder wall is thickened measuring up to 0.5 cm. In thickness and a phrygian cap is located at the tip of the fundus. There are no calculi identified within the gallbladder cystic duct or specimen container. Representative sections of the specimen are submitted. Part ¿b¿ is labeled ¿incisional hernia sac¿. It consists of a single membranous fragment of gray-tan tissue measuring 2.5 cm. In greatest dimension. The specimen is entirely submitted. Part ¿c¿ is labeled ¿incisional adhesions¿. It consists of an irregular fragment of pinkish-red to gray-tan tissue measuring 2.8 cm. In greatest dimension. The tissue is somewhat membranous in character and representative portions are submitted. Final diagnosis: gallbladder: acute and chronic cholecystitis. Incisional hernia sac: benign fibrous tissue. Incisional adhesions: benign fibroadipose tissue. On (B)(6) 2002: (B)(6) care system. (B)(6), do. Discharge summary. Presented (B)(6) 2002 with incarcerated ventral hernia. Also had calculus cholecystitis. Day of admission taken to operating room. Activity increased (B)(6) 2002, further increased activity (B)(6) 2002. (B)(6) 2002 nasogastric tube discontinued. (B)(6) 2002 continued to improve. (B)(6) 2002 discharged home with instructions for followup, medications and activity. On (B)(6) 2002: [facility ni]. (B)(6), do. Office notes. No pain, nausea or vomiting. Abdomen soft, positive bowel sounds. Staples removed. Steri strips applied. On (B)(6) 2002: [facility ni]. (B)(6), md. Office notes. Doing well. Abdomen soft, positive bowel sounds. Incision dry/clean. On (B)(6) 2002: [facility ni]. (B)(6), md. Physician orders. Abdominal binder. On (B)(6) 2003: [facility ni]. (B)(6), do. Office notes. Was in motor vehicle accident february 11th. Was belted [illegible] hit back. No head trauma, no loss of consciousness. Stated ¿seat belt got her¿. Impression/plan: I could not [illegible] feel [illegible]. CT abdomen and pelvis with oral contrast. On (B)(6) 2003: (B)(6) care system. (B)(6), md. Radiology-CT abdomen pelvis oral contrast only. Reason: motor vehicle accident, right sided pain. Result: comparison (B)(6) 2002. Status post cholecystectomy. Appears to be congenital hypoplasia of left rectus abdominal muscle. Status post repair of anterior abdominal wall hernia. Although it is focally difficult to separate graft material from opacified bowel on this study, evaluation prior study performed without oral contrast allows discrimination between graft material and opacified bowel. Hernia does not appear to contain bowel at this time. No evidence of bowel obstruction. Visualized bowel shows no evidence of large mass or obstructing lesions. Impression: no evidence of acute traumatic abdominal injury. No evidence of bowel obstruction. Status post cholecystectomy. On (B)(6) 2004: (B)(6) care system. (B)(6), md. Radiology-abdomen ap and erect. Reason: abdominal pain. Result: ap supine and erect views of abdomen demonstrate contrast in nondilated large bowel. No significant small bowel gas is demonstrated. No air-fluid levels noted on erect view. Impression: normal bowel gas pattern. On (B)(6) 2004: (B)(6) care system. (B)(6), md. Radiology-CT abdomen pelvis oral contrast only. Reason: abdominal pain. Result: findings: surgical mesh present along peritoneum in mid anterior abdominal wall. Occasional diverticula seen within descending and sigmoid colon with no inflammatory change to suggest acute diverticulitis. No gastrointestinal tract mass or wall thickening is appreciated. No suggestion of bowel obstruction present. No free fluid seen within abdomen or pelvis. Inflammatory changes present within soft tissues within anterior abdominal wall just caudal to surgical mesh. No mass or abscess appreciated in this region. Impression: status post cholecystectomy. Post-surgical changes with surgical mesh along peritoneum in anterior abdominal wall. Diverticulosis. No intraabdominal mass or adenopathy or free fluid appreciated. Inflammatory changes present within anterior abdominal wall low within pelvis. No mass or abscess appreciated. On (B)(6) 2004: (B)(6) hospital wilkes-barre. [Author ni]. Radiology-CT abdomen with oral contrast. Results: history of pain above umbilicus. Defect in anterior abdominal wall musculature below which there is mesh repair. Mesh appears discontinuous at one point with bowel loop projecting in to defect. Below level of mesh there appears to be right anterior abdominal wall hernia. Sigmoid diverticulosis noted. Impression: mesh repair of anterior abdominal wall hernia. However, mesh appears discontinuous inferiorly with bowel loop projecting in to defect in the mesh. Below level of mesh bowel loops project in to right anterior abdominal wall consistent with hernia. Sigmoid diverticulosis noted. On (B)(6) 2004: [facility ni]. (B)(6), do. Physician orders. Metamucil. Colace. On (B)(6) 2005: [missing records: records for CT scan abdomen and pelvis completed on (B)(6) 2005 were not provided.] On (B)(6) 2005 [assigned]: (B)(6) care system. (B)(6), do. Operative report. Surgical assistant: sam depasquale, md. Pre-op diagnosis: multiply recurrent incisional hernia. Post-op diagnosis: multiply recurrent incisional hernias. Marked adhesions. Procedure: exploratory laparotomy. Lysis of massive adhesions. Repair of multiply recurrent incarcerated incisional hernias. Repair of enterotomy x 2. Extraction of old mesh. Procedure: ¿the patient was taken into the operating room where she was placed on the operating room table in the supine position. She was placed under general endotracheal anesthesia. A foley catheter was placed by the nursing staff. The patient¿s abdomen was sterilely prepped and draped utilizing an ioban drape. At this point in time, a midline incision was carried out just above her incarcerated lower midline incisional hernia. This had been away from a previous hernia that I have completed and was in an area of previous gynecological surgery site. Subcutaneous tissue was dissected down to the fascia in this area and then down into a hernia sac in the inferior aspect of her abdomen. Hernia sac was opened. It contained incarcerated bowel, which was somewhat dusky, markedly thinned out. Meticulous dissection ensued releasing the abdominal wall from this part of the hernia. However, the bowel was then fused to the anterior abdominal wall in the lateral aspect of this wound. In lysing adhesions, which were carried out meticulously, there was a portion of small bowel, which markedly thinned out that was opened. A bowel clamp was placed in this area. Further dissection was carried out releasing the bowel. Following release of the bowel in this area there was found to be further herniation and other hernias laterally and toward the right where the bowel was fused to the abdominal wall and previously placed mesh. Meticulous dissection was carried out in this area. There was one small knuckle of bowel, which was fused to the fascia there in lysing the adhesions the serosa opened along with a small mucosal defect. Following release of this bowel further dissection was carried out lysing massive adhesions throughout most of the small bowel. Once this was completed there were two enterotomies in the bowel. Each was closed in layers with 2-0 vicryl in running fashion. Serosa was closed with 3-0 silk in interrupted fashion. Once these were repaired the area was inspected. One of the meshes used in her previous repairs was a gore-tex mesh. This was now excised in a contaminated field. At this point in time, secondary to this this old mesh was excised from surrounding tissue, handed off as a specimen. Once the old mesh was excised there was a large fascial defect. This could not be closed as a primary closure and I did not feel comfortable placing another piece of nonabsorbable mesh. At this point in time, the fascial edges were further cleaned. The bowel was placed back in its respected position. I then brought a piece of vicryl mesh in the operative field. This was then sutured to the undersurface of the fascia in a running interrupted fashion with 1 vicryl. Once this was completed the area was irrigated with copious amounts of normal saline. Subcutaneous tissue was closed with 2-0 vicryl. Retention sutures with plastic retention bars were placed. The skin was closed with staples. The retention sutures were ligated. A sterile dressing applied. An abdominal binder was applied. The patient was extubated and taken to recovery room in stable condition.¿ on (B)(6) 2005: (B)(6) care system. Or record. Implant record. Asa 3. Vicryl knitted mesh. On (B)(6) 2005: pennant laboratory services. (B)(6), md, (B)(6), md. Pathology report. Accession number: (B)(4). Specimen: hernia sac and omentum. Pre-operative diagnosis: incarcerated recurrent ventral incisional hernia. Gross description: the specimen is received in formalin labeled ¿omentum and hernia sac¿. It consists of a 19 x 8 x 3.5 cm irregular fragment of soft, lobulated yellow adipose tissue with attached soft, membranous red-grey tissue. No focal lesions are identified grossly. Representative sections are submitted. Final diagnosis: hernia sac and omentum. Fibromuscular and adipose tissue with mesothelial lining, congestion, focal reactive fibrosis, and focal area of foreign body cell reaction consistent with hernia sac and previous surgical procedure. Portions of mature adipose tissue, consistent with omentum. On (B)(6) 2006: (B)(6) care system. (B)(6), do. Operative report. Surgical assistant: sam depasquale, md. Anesthesia: general endotracheal. Pre-op diagnosis: recurrent incisional hernia, multiply [sic] recurrent. Post-op diagnosis: recurrent incisional hernia, appendicolith in appendix, adhesions. Procedure: exploratory laparotomy. Marked adhesiolysis with release of entrapped bowel and obstruction. Appendectomy. Open repair of recurrent incisional hernia with mesh. Specimens: appendix. Blood loss: less than 250 cc. Complications: none. Drains: none. Procedure: ¿the patient was taken into the operating room where she was placed on the operating room table in the supine position. She was placed under general endotracheal anesthesia. Her abdomen was sterilely prepped and draped utilizing an ioban drape. At this point in time, a midline incision was carried out. Subcutaneous tissue was dissected down to the hernia sac. The hernia sac was grasped, incised. The peritoneal cavity was opened. There were marked adhesions of bowel to the anterior abdominal wall. Marked lysis of adhesins [sic] was carried out releasing loops of bowel, which were trapped in this hernia. Following massive lysis of adhesions the hernia defect was found to be quite large. The bowel was inspected from the ligament of treitz to the ileocecal junction. The appendix was felt to have a fecalith in it. At this point in time, the mesoappendix was divided between hemostats, transected, ligated with 0 vicryl down to the base of the appendix. The base of the appendix was crushed. It was ligated x2 with 0 chromic. A straight stat was placed distal to this. It was then transected. It was cauterized and painted with betadine. Following this, the area was inspected. There was no evidence of bleeding. The rest of the bowel was inspected, laid back in its proper position. At this point in time, attention was placed to removing the hernia sac as well as could be done and finding fascia around the periphery of the hernia. Once the fascia was identified it was then cleaned [sic] around the area for 360 degrees. The defect was large. A large piece of porcine allograft material was brought into the operative field. It was reconstituted. It was then sutured to the undersurface of the fascia with interrupted 1 nurolon sutures. This was carried out for 270 degrees around the wound. The last 90 degrees was sutured and then statted [sic]. These were all brought up together making sure that no bowel was caught between the mesh and the fascia. They were then ligated. A second line of sutures was then placed just into the fascia around the periphery of the fascia closing the fascia as well as could be done over the mesh then reinforcing this area. Following this, this area was irrigated with copious amounts of normal saline. There was no evidence of bleeding. Subcutaneous tissue was closed with 2-0 vicryl. The skin was closed with staples. Sterile dressing was placed and an abdominal binder was placed. The patient was awakened and taken to the recovery room in stable condition.¿ on (B)(6) 2006: (B)(6) care system. Or record. Implant record. Asa 3. Surgimend¿ device. On (B)(6) 2006: (B)(6) services. (B)(6), md. Pathology report. Accession number: (B)(4). Specimen: appendix. Pre-operative diagnosis: repair recurrent multiple ventral hernia. Gross description: specimen is received in formalin labeled ¿appendix¿, it consists of a 7.5 cm length and up to 0.8 cm in diameter tannish-gray focally injected vermiform appendix with attached yellow mesoappendix which measures 6 x 2.1 x 1.1 cm. At the proximal of the appendix it is clamped closed. The tip of the proximal end is marked with black ink for reference purposes, from this end is sectioned across the short axis. Sectioning reveals tan-gray fecal material. The lumen measures up to 0.1 cm. At the distal end of the appendix, it is bisected through the long axis. Representative sections are submitted. Final diagnosis: appendix, histologically identified, without abnormality. On (B)(6) 2006: (B)(6) care system. (B)(6), do. Discharge summary. Patient doing well. Tolerating diet, no nausea or vomiting. Had bowel movement. Heart regular; lungs clear. Abdomen soft, positive bowel sounds. Incision okay. Discharged home with instructions for follow up. On (B)(6) 2007: (B)(6) care system. (B)(6), md. Radiology-CT abdomen pelvis with IV and oral contrast. Reason: ventral hernia, motor vehicle accident. Result: compared to exam (B)(6) 2005. No bowel obstruction, free air or free fluid identified. Colonic diverticulosis with no signs of diverticulitis. Large eventration of anterior abdominal wall with diffuse thinning of rectus and oblique muscles, not significantly changed. No focal herniation identification. Impression: no acute intra-abdominal pathology identified. Colonic diverticulosis with no signs of diverticulitis. Status post cholecystectomy. Large anterior wall eventration with diffuse thinning of rectus and oblique muscles. No focal herniation identified. On (B)(6) 2007: [facility ni]. (B)(6), do. Physician orders. Abdominal binder. On (B)(6) 2008: (B)(6) care system. (B)(6), md. Radiology-CT abdomen pelvis with IV and oral contrast. Reason: recurrent ventral hernia. Result: small hiatal hernia seen. Colonic diverticulosis. No bowel obstruction, free air or fluid identified. Eventration of mid and lower abdominal wall with extensive atrophic changes of bilateral rectus and oblique muscles. Impression: eventration of mid lower abdominal wall with diffuse atrophic changes of bilateral rectus and oblique muscles similar to prior study. Right colonic diverticulosis. Fatty infiltration of liver. Status post cholecystectomy. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding . H6: updated investigation conclusion: d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent an unknown hernia repair on an unknown date whereby an alleged gore device was implanted. The complaint alleges that on (B)(6) 2005 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional surgery. Additional event specific information was not provided.